Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) level was over 400 mg/dl. Reportedly, the customer attempted to correct bg by changing the infusion set multiple times. Customer then noticed that basal rate was set to zero over night, cause was unknown. Customer corrected basal rate to 0.7 u/hr. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.